Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Other - after replacement of the main pcb (printed circuit board), the customer reported the issue was resolved. The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault). The customer reported performing transducer calibrations, but the issue was not resolved. The customer reported the turbine differential transducer failed calibrations. The customer reported no patient involvement associated with the event.